Event description:
It was reported that balloon ruptured occurred. The target lesion was mildly tortuous located in the right coronary artery (rca). A 2.00mmx12mm emerge balloon catheter was advanced for dilatation. On an unspecified inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that balloon rupture occurred at 9 atmospheres (atm) and not 14atms as previously reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).